Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the battery on the insulin pump had died overnight and is having issues connecting the insulin pump to the sensor. Customer stated the device had alarmed low battery and power loss. She had experienced high blood glucose of 494 mg/dl too. Customer declined any troubleshooting only wanted assistance reconnecting the sensor. Customer is not returning the insulin pump for analysis.